Event description:
The customer reported that an 840 ventilator had an inoperable display. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The device was upgraded to 10.4 the screen display. The unit passed extended self-testing.